Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Limited information reported that a patient developed an infection following a procedure involving the catheter cf6-8-60 closurefast & an mis-6f07 micro introducer kit. Medical intervention was required, and the patient was prescribed antibiotics. The issue was still present at the time of reporting. No further information available at this time.